Manufacturer narrative:
Insulin pump received with critical pump error due to moisture damage electronics. Unable to performed download due to moisture damage. Unable to performed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to critical pump error. Insulin pump received with moisture damage noted on motor, vibrator motor or battery tube assembly. Unable to verify motor power supply voltage error and software error due to download difficulties anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call the insulin pump alarmed multiple pump errors. The customer¿s blood glucose level was 175 mg/dl at the time of the incident. It was reported that they were not able to rewind the insulin pump. It was reported that the insulin pump was exposed to a high magnetic field. Advised the pump requires replacement and to discontinue use of the pump. Advised to revert to backup plan per health care professional¿s instructions. The insulin pump will not be returned for analysis.